Manufacturer narrative:
This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of a complaint which occurred in the (B)(6) region reporting "threading defective, does not stay in place" pentax medical co2 feeding adp model of-g11, lot 0021040. The event was reported to occur in the operating room prior to use.